Event description:
It is reported that: the pt saw his orthopedic surgeon about 8 months ago. At the time, x-rays of the hip were taken and the doctor said everything looked fine. The pt states that he began having pain in his hip six weeks after his surgery in 2010 that continues to the present time. He says that his pain is constant and is located in the groin and radiates down both legs. The pt takes 40 mg oxycodone twice daily to manage the pain. The pt says that he can barely walk and must use a walker to get around.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Device info has not been provided at this time. Info received from the pt indicated that reported device may be either rejuvenate or abgii. Additional info pertaining to the device reference in this report (including x-rays and medical records) has been requested. Should additional info become available, the evaluation summary will be submitted in a supplemental report.